Manufacturer narrative:
Please find below the analysis syntehsis. Upon reception, no irregularity was observed with the cpr4 head; the device was found operational. Analysis of the available log files confirmed communication errors between telemetry head and implant. The communication errors are most likely linked to the positioning of the telemetry head, which led to the warning messages. Review of the files did not reveal evidence that the errors occurred more often in the last months. Also, there is no evidence of hardware problem of the telemetry head as, after the telemetry messages, often, there is no problem anymore (it is possible that the head moved and was correctly placed after). Following these observations, no issue is suspected on the subject cpr4 head or the associated programmer and software.

Event description:
Reportedly during last month the customer noticed issues to have a stable telemetry the devices were recognised but several messages to reposition the cpr4 were displayed.

Manufacturer narrative:
Additional information received on 02/11/2023 after software sat analysis: - the reported issue is not linked to software - available log files indicate clearly communication errors between telemetry head and implant - the communication errors are most likely linked to the positioning of the telemetry head which led to displaying warning messages to reposition the head - there is no evidence that the errors occurred more often in the last months - in addition, there is no evidence of a hardware problem of the telemetry head as, after the telemetry messages, often, there are no more problems, maybe the head moved and correctly replaced after - no issue is suspected on the associated programmer and software - returned device investigation on the associated telemetry head is still ongoing.

Event description:
Reportedly during last month the customer noticed issues to have a stable telemetry the devices were recognised but several messages to reposition the cpr4 were displayed.

Event description:
Reportedly during last month the customer noticed issues to have a stable telemetry the devices were recognised but several messages to reposition the cpr4 were displayed.